Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 54 mg/dl due to taking too much insulin after dinner. The customer also reported getting sensor expired alert after sensor insertion. The sensor will be returned for analysis.